Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report the difficulty removing the gripper line. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4 the clip delivery system (cds) was advanced to the mitral valve. After deployment, the gripper line was retracted, but became stuck. The free end of the gripper line was already inside the cds; therefore, the cds was removed first, and then the gripper line was removed. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.